Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, all surgeries were completed the same day the adhesions occurred.

Manufacturer narrative:
Fse (field service engineer) was onsite, checked logfiles and the device, no technical abnormalities could be found. Fse successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported that during the last femtosecond lasik operating day, a patient experienced central tissue adhesions. Adhesions could be released with increased effort upon opening the flap by the surgeons. No error messages or patient harm was reported.